Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a flail. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. It was noted while in the left ventricle the clip became caught in chordae, but was able to be removed without causing issues. Grasping was then performed, but it was observed the anterior gripper was not lowering. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Two clips were then deployed reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation issue) did not confirm via returned device analysis. The reported difficult or delayed positioning of anatomy could not be replicated in a testing environment as it was related to procedural/operational circumstances. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the single gripper actuation issue and reported difficult or delayed positioning could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.